Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 3 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The erroneous results were not reported outside of the laboratory. Patient 1 initial ca2 result was 1.9 mmol/l. The repeat result was 2.7 mmol/l. Patient 2 initial ca2 result was 1.8 mmol/l. The repeat result was 2.4 mmol/l. Patient 3 initial ca2 result was 1.7 mmol/l. The repeat result was 2.3 mmol/l. There was no allegation that an adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and no issues were identified. The fse checked and cleaned probes, wash system, vacuum tank, cell volume filling and gear pump pressure. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer has not complained of any additional issues since the service visit.